Event description:
The patient felt sore when the implantable neurostimulator was on. The patient experienced a burning sensation, swelling, and redness at the device implant site. The patient had taken antibiotics for 10 days. After the 10 days, the symptoms returned immediately. The patient was '4 weeks after a pregnancy'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.